Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 ventilator, u.s.a - bt device failed testing for positive flow verification during evaluation at the manufacturer's service center. The unit has been recalibrated to address the issue. Additionally, the front enclosure was damaged and the front enclosure including the recertification label were replaced. The device's handle o-ring and enclosure gasket were discovered to be torn and were replaced. The warning label and faa label were peeling and have been replaced. The device was retested and passed all testing.